Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 394 mg/dl after being disconnected from the ilet system for several hours due to an infusion set and cartridge supply change, then reconnected approximately 10 minutes before contacting support; education was provided to wait 60¿90 minutes for insulin action, and the user planned to follow up if glucose did not decrease. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included user troubleshooting and education regarding insulin pharmacodynamics and reconnection timing. Investigation of this case revealed that the high glucose was consistent with insulin interruption during disconnection and expected delay in glucose reduction after reconnection, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery with subsequent expected time to effect after reconnection.